Event description:
Reportedly, the egm report is not readable.

Manufacturer narrative:
Please refer to the attached report - analysis of provided data revealed: as reported, the report pdf dated 27 june 2024 was incorrectly generated. The root cause of the issue could not be determined with certainty; it could be due to remote monitoring system limitations or software bug. It should be noted that the report can be correctly generated on request. This case is retained for trends purposes.